Event description:
The facility operating room nurse reported an infusion pump that "failed" while on a pt undergoing a cardiac surgery. The nurse reported that the device was constantly "beeping" occlusion on channel a. The type of "occlusion" alarm was not provided by the nurse. Channel b and channel c were infusing with no problems. The nurse reported that the staff was not able to clear the alarm and a new device had to be obtained. No pt injury or need for medical intervention had been reported. Although attempts were made by reporting facility, details were not available regarding pt demographics, status, set up of the pump, or medications involved.